Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported his blood glucose reading last night was 450 mg/dl, and it went up to 500 mg/dl at 6 a.m. This morning. He stated he does not know what would be a normal reading for him, but thinks it is approximately 200 mg/dl. He said he did not experience any symptoms of high blood glucose. The patient stated his doctor recommended that he takes insulin injections to bring his blood glucose readings back to normal. Troubleshooting did not find any issues with the product. The patient stated he is currently taking an eye steroid. On follow up, the patient stated he is doing fine, and his blood glucose levels are back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.